Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical service engineer (tse) regarding two monopolar curved scissor (mcs) instrument wire being broken. The customer stated that there were no errors displaying on the touchscreen. The customer had discovered that the mcs instrument was installed on the universal surgical manipulator 4 (usm4) and that the tip was unable to open and the wire was broken. The customer swapped to a second mcs an after a few minutes of use the mcs instrument broke. The customer reseated the sterile adapter and swapped the instrument arm drape on the usm4. After opening a third mcs the surgical procedure was continued. The procedure was completed with no reported injury.